Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose was 8.4 mmol/l. The customer stated that the pump stopped delivering insulin and the customer changed the set three times. After troubleshoot, the pump alarmed no delivery. The insulin pump was returned for analysis.